Manufacturer narrative:
System was used for treatment. Kit lot d709 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformance related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for photoactivation module leak. Service order (B)(4) completed: service engineer removed components of photoactivation area, cleaned all pieces and area thoroughly to remove blood. Reassembled and ran system checkout procedure without incident. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called to report blood pump errors during the 6th cycle when emptying the chamber. Customer did two saline boli to the patient without resolution prior to contacting css. Css asked the customer to check for clots or leaks. Customer did not note anything unusual. Css advised the customer to do two more saline boli away from the patient. Customer did as advised and alarm recurred. Customer inspected the photo chamber and noted leaking. Treatment aborted. Patient was reported as stable. Service order (B)(4) was dispatched. Customer elected not to return product for investigation.